Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.

Event description:
It was reported that the high voltage lead impedance out-of-clinic tests could not be completed. However, in-clinic measurements were good. The patient received a notifier and was seen in clinic. Notifiers were turned off. Device remains implanted. Patient was sent home.